Event description:
It was reported via repair work order that both side rails would not functioning electronically due to a faulty side rail extension cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.